Event description:
Incident occurred with an l-cath PICC line in a premature infant. The nurse had to put extreme force on the line to remove it. The line broke and the infant had to be taken to surgery for removal of the cahteter. The baby is fine.